Manufacturer narrative:
The device used in treatment was returned for evaluation, following this we are unable to establishing a relationship between the event reported. A visual inspection reported a damaged outer case. The functional assessment found no faults no faults with the device alarm system. Therefore, the root cause is undetermined at this time. It is noted within the complaint that the noise created by the device alarm, was found to be uncomfortable. The alarms are in place to detect a fault and to ensure the safety of the user, these are a normal function of the device. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. The instructions for use offer further guidance with regards to false alarms. ¿ a review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instance which are being monitored to determine if additional corrective actions are required, however this investigation is now complete please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Manufacturer narrative:
Complications during treatment have been reported for this failure mode, such as use of an alternative or competitor device to complete the procedure. As a result, this malfunction may necessitate an alternative treatment if the malfunction were to recur. This alternative treatment is considered medical or surgical intervention to preclude permanent damage to a body structure or body function. This event is considered reportable pursuant to 21 c.f.r. 803.

Event description:
It was reported that the console was being used for the treatment and the 'full canister' alarm was triggered several times. Canisters, dressings and console were changed several times. The therapy is in progress but the noise is unpleasant for the patient. The repeated changing of consumables is also painful for the pharmacy and the nursing staff. No harm or injury reported.